Event description:
It was reported that during atrial fibrillation (afib) procedure, excess fluid retained. Volume was overloaded with congestive heart failure. This event was part of clinical trial and study device relationship was possibly. Additional information was requested, but no response has been received.

Manufacturer narrative:
(B)(4).